Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The reported product was used for arthroscopic subacromial dividing surgical decompression on (B)(6) 2018. While the surgeon was decompressing the subacromial, he interchangeably used the vapr electrode and the shaver. Then, the surgeon noticed the burnt mark such as approximately 15cm long ranging from the anterior-lateral portal to downward. It was brand new and the first use when the issue occurred. The surgery was completed without a delay. The surgeon commented as follows: the flow of the reflux liquid was not smooth. He stepped on the foot switch longer. Additional information received from the affiliate: was this a patient burn? Yes. Was any intervention needed? Yes. What was burned on the patient, bone, inside tissue, or the patient's outside skin? The patient's outside skin. Was the electrode used continuously or intermittently? Continuously if it was used continuously, for how long? 10~20 sec. How was the patient treated? Guaiazulene ointment for 1 week. Did the patient have to stay in the hospital longer due to the burn? No. How was the suction tube hooked up, (wall suction)? Wall suction. What is the patient's current status? The patient's burn has been cured completely, and has already been discharged from the hospital.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The reported product was used for arthroscopic subacromial dividing surgical decompression on (B)(6) 2018. While the surgeon was decompressing the subacromial, he interchangeably used the vapr electrode and the shaver. Then, the surgeon noticed the burnt mark such as approximately 15cm long ranging from the anterior-lateral portal to downward. It was brand new and the first use when the issue occurred. The surgery was completed without a delay. The surgeon commented as follows: the flow of the reflux liquid was not smooth. He stepped on the foot switch longer. Additional event information received on 5/14/2018. Patient was burned. It was unknown intervention needed.